Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on the posterior side assessed as fold flaw opening and missing side assessed as inconclusive. Additional observations. Crease fold observed on the device. Non penetrating nick (stress marks). No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Device has been explanted.